Manufacturer narrative:
(B)(4). Concomitant medical products: 42538000401, 63607192, partial tibial cemented size d left medial. 42558000601, 62477806, partial femur cemented size 6 left medial. 42518200408, 63449770, partial articular surface left medial size d 8 mm thickness. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial knee arthroplasty. Cement was used for the tibial and femoral components. At the 3-month post-op visit, there were no reported problems. At the 1-year post-op visit, the patient reported moderate pain. At the 2-year post-op visit, little medial/lateral instability was noted along with radiographic findings of a tibial fracture. Subsequently; the patient underwent revision approximately 2 years post implantation to replace the tibial component due to loosening. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and x-rays received. Review of the available records revealed uncomplicated initial left partial knee replacement. Cement was used for the tibial and femoral components. At the 3-month post-op visit, there were no reported problems. At the 1-year post-op visit, the patient reported moderate pain. At the 2-year post-op visit, little medial/lateral instability was noted along with radiographic findings of a tibial fracture. The patient underwent revision surgery (according to ae records) to replace the tibial component due to loosening. Radiographs were provided and reviewed by a health care professional. Review of the available records identified extensive lucency along the tibial implant reflecting osteolysis. The tibial implant shows loosening and posterior subsidence with abnormal tilt of the articular surface. Visual examination of the returned product identified there is cement/bone residue on the femoral component. There is no cement/bone residue on the tibial tray. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Upon review, this complaint was entered and inadvertently reported. Zimmer biomet does not hold responsibility for reporting therefore: not reportable. The device was manufactured by a supplier of zimmer biomet. We kindly request to make this complaint not reportable at this time. Heraeus holds reporting responsibility for this device and all further communication surrounding this event will be submitted by heraeus.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. Upon review, this complaint was entered and inadvertently reported. Zimmer biomet does not hold responsibility for reporting therefore: not reportable. The device was manufactured by a supplier of zimmer biomet. We kindly request to make this complaint not reportable at this time. Heraeus holds reporting responsibility for this device and all further communication surrounding this event will be submitted by heraeus.